Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 250cc mentor smooth round high profile prostheses and experienced bilateral deflation and capsular contracture and right-sided breast mass. The patient reports that her both breasts have become uncomfortable and harder than before, sit further apart, and are sore to touch. In (B)(6) 2020, the patient underwent a breast mass removal procedure on her right breast. The patient states that even after the removal of the right-sided breast mass, her breasts feel uncomfortable. The patient is scheduled for a consultation with a healthcare professional and planning to undergo bilateral removal and replacement sometime in 2021. The date of implantation, event date, and date of explantation were estimated as (B)(6) 2007, (B)(6) 2020, and (B)(6) 2021 respectively based on available information. This report is for the left-sided prosthesis.